Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer contacted technical support for assistance; they provided pump reset information and helped the customer reset the pump, after which the issue did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which they understood and acknowledged.